Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up # 01 MFR report. 1. Section d. Box 6. If implanted, give date evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the sr wire was fractured. This type of damage typically occurs due to forceful retraction the device against resistance during the procedure. If the device is forcefully retracted against resistance, the sr wire may fracture, and the embolization coil may detach from the pusher assembly. The detached embolization coil was not returned for evaluation. The root cause of the resistance experienced during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left gastric artery using ruby coils, a non-penumbra microcatheter, and other coils. During the procedure, the physician successfully implanted three coils in the target vessel using the microcatheter. While advancing a ruby coil into the target location, the ruby coil kept kicking back on the microcatheter. Subsequently, the physician attempted to retract the ruby coil back into the microcatheter. While retracting the ruby coil, the physician experienced resistance and the ruby coil unintentionally detached in the target location. The physician then attempted to use a snare device to remove the detached ruby coil; however, the attempt was unsuccessful. Therefore, the physician decided to leave the ruby coil in the target location with the tail of the coil protruding. It was reported that the microcatheter was flushed between coils. The procedure was completed at this point. There was no report of an adverse effect to the patient.